Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device exhibited oversensing of the minute ventilation signal. Additionally, one high pacing impedance measurement (greater than 3,000 ohms) was noted. It was reported that the one-year trend data shows impedance measurements in normal range. Technical services (ts) reviewed stored episodes and confirmed the respiratory rate trend signal was being oversensed. Ts provided recommendations for lead integrity testing and programming options. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker device exhibited oversensing of the minute ventilation signal. Additionally, one high pacing impedance measurement (greater than 3,000 ohms) was noted. It was reported that the one-year trend data shows impedance measurements in normal range. Technical services (ts) reviewed stored episodes and confirmed the respiratory rate trend signal was being oversensed. Ts provided recommendations for lead integrity testing and programming options. The device remains implanted. No adverse patient effects were reported. Several attempts were made to obtain additional information, no response has been received.

Event description:
It was reported that this pacemaker device exhibited oversensing of the minute ventilation signal. Additionally, one high pacing impedance measurement (greater than 3,000 ohms) was noted. It was reported that the one-year trend data shows impedance measurements in normal range. Technical services (ts) reviewed stored episodes and confirmed the respiratory rate trend signal was being oversensed. Ts provided recommendations for lead integrity testing and programming options. The device remains implanted. No adverse patient effects were reported. Several attempts were made to obtain additional information, no response has been received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.